Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the storage capacitor to resolve this issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed storage capacitor however further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to shock for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to shock for defibrillation therapy. There was no patient use associated with the reported event.